Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the use of ceramic-on-ceramic bearings in isolated revision of the acetabular component" written by c. M. Jack, d. O. Molloy, w. L. Walter, b. A. Zicat, and w. K. Walter published by the bone and joint journal accepted by publisher 14 november 2012 was reviewed. The article's purpose is to report the clinical and radiological outcomes of patients who have undergone revision utilizing a sleeve to allow neck length and placement of a ceramic head on a used trunnion allowing revision of the acetabular component and using a coc bearing couple. In all cases, the femoral stem was found well-fixed and left in situ. Data was compiled from 165 hips (161 patients - 85 female and 76 male) with average age of 65.5 years receiving implants between 1986-2004. Depuy products utilized in original tha and left in situ during revision surgery: srom stem (22), aml (1). The original acetabular components and the bearing surfaces are not identified for either depuy or non-depuy. Indications for revisions were aseptic cup loosening, fracture around acetabular component and recurrent dislocation. Depuy acetabular products implanted during revision surgery: duraloc (6), pinnacle (18). Bearings implanted were coc. All other implants were non-depuy in original thas and revision surgeries. Results/adverse events/complications from revision surgery: mispositioned cups (ranges were 25 degrees to 80 degrees for inclination), radiolucency, heterotopic ossification, intraoperative acetabular fracture (discovered post op and treated with partial weight bearing), post op acetabular fractures (associated with falls and treated with revision), thigh pain (treated with femoral component revision), loose cup (treated with revision), dislocation (treated with closed reduction). The article does not identify specific products with the adverse events which hinders accurate determination of specific platforms or quantities of impacted products to be associated with adverse events.